Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also required antibiotic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that no infection was found via culture tests and the physician thought it may have been an allergic reaction.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately one month post-cardiac resynchronization therapy defibrillator (crt-d) system implant with an absorbable envelope. The system was removed and a temporary system was utilized for approximately one week until a new system could be implanted. No further patient complications have been reported as a result of this event.